Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had stopped working. It was noted that the programmer unit does turn on. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient saw a "call your doctor" power-on-reset (por) message on the patient programmer. The stim was not on and not working. It was also reported that the patient could not adjust stimulation. The displayed showed the "call your doctor" icon and there was a por condition. The patient needed someone from the manufacturing company to come turn his stim back on. The patient met with their health care professional (hcp) a few months prior to this report and when asked why the hcp didn't clear the por, she said it was dead. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v224725, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy for almost all they tried. The hcp and hospital and the patient talked to the manufacturer and still nothing. The patient received assistance from their hcp or manufacturer representative and their concerns were resolved. It was also noted that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative and they still had concerns but had not sought further help. The patient had no appointments and was trying. The patient was soon to want it out if this was not taken care of soon.